Event description:
The initial reporter received questionable ise indirect na for gen.2 results from an unspecified number of patient samples tested on the cobas 6000 c 501 (ul) v. The reporter was able to provide one example of a discrepant result. The initial result was not reported outside of the laboratory. The patient sample was rerun because of a failed delta check. The initial result was 179 mmol/l. The repeat result was 141 mmol/l. The repeat result was deemed correct.

Manufacturer narrative:
The electrode lot number and the expiration date were requested but not provided. The customer stated that the rinse mechanism had a cracked tubing, and there was moisture/foam in the cell cuvettes. The field service engineer (fse) inspected the module and determined that the event was caused by a crack in the vacuum tube of the rinse mechanism. He then removed the small section of the tube with a crack in it. He performed ten mechanical checks with successful results. He ran a wash reaction test, cell blank measurement, and qc with successful results. He verified that there was no foam, moisture, or any other issues. After service, no further issues were reported by the customer. The investigation determined the service actions resolved the issue.